Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated a patient was run for creatinine and recovered 2.9 mg/dl. The patient had no creatinine history and the result did not fail delta check, so the result was auto verified by lab personnel. The patient was in the ER and was admitted to the hospital because the physician thought she might be in renal failure. A consult with a nephrologist was scheduled, but the user does not believe it ever happened because subsequent testing revealed normal creatinine levels. The patient was discharged from the facility on (B) (6) 2010. The same specimen was repeated on (B) (6) 2010 where it recovered 0.9, 0.7, and 0.8 mg/dl it was repeated on the same p module, another p module (B) (4) and on a "nova" analyzer. In addition, the user stated the week prior, a different specimen from a different patient was sent to another facility for repeat creatinine testing on a beckman analyzer. The other site generated a 6.3 mg/dl while the p module recovered 4.3 mg/dl. The creatinine reagent lot number was 61854801. The field service representative determined the gear pump pressure was too low. He replaced the gear pump head and adjusted the pressure. To verify analyzer operation, he performed a mechanical check and ran precision testing with all results within specifications.